Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown when the implant would be replaced and noted it was still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had a power on reset (por) occur without discharge. The battery was at 50%. Further discussion uncovered the recharge length of 10-12 hours every three days. The patient also stated the battery is uncomfortable and the patient is no longer sleeping in their bed. The por message was cleared, and it was decided that the patient was going to have an ins replacement. No further complications were reported. No additional patient symptoms were reported.